Event description:
User reports the instrument generated a pressure container water low error and noted water leaking out of the instrument onto the floor. User confirmed it was an extensive leak and was in a walk area. No erroneous patient results were generated and operator was not harmed.

Manufacturer narrative:
The field service representative determined the cause to be damaged elbow on f4 filter, and replaced f4 filter. He initialized instrument and primed fluid system with no further leaks.